Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 678815) for female sterilisation. The patient had a medical history of endometriosis, menses irregular, diverticulitis, anxiety, colonoscopy, bloating, nicotine dependence, spontaneous abortion, parity 3, multi gravida, abnormal uterine bleeding, ectopic pregnancy, hypothyroidism and mood disorder. The patient had a family history of breast cancer. Concurrent conditions were listed as menses irregular, adenomyosis and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3638 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic posterior repair transversus abdominis plane block). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2020: findings: the lung bases are clear. No free air seen beneath the bilateral hemidiaphragms. A nonspecific bowel gas pattern is noted. No definite pathologic calcifications are seen involving the genitourinary tract. No definite acute osseous abnormality is seen. Metallic bilateral fallopian tube occlusion devices are present. Degenerative changes and scoliotic deformity are present. Impression: nonspecific bowel gas pattern, with no free air seen beneath the bilateral hemidiaphragms [computerised tomogram pelvis] on (B)(6) 2020: no definite overall change in the size of a pericolonic abscess abutting the superior margin of the sigmoid colon with adjacent phlegmonous change although differences in slice selection and the lack of intravenous contrast makes comparison somewhat difficult. The differential diagnosis would include both diverticular abscess and ulcerative neoplasm although diverticular abscess is felt to be more likely and an intramural component of this abscess is not excluded; (date unknown): pericolonic abscess with adjacent fat stranding abutting the superior wall of the sigmoid colon where there is irregular wall thickening. This likely represents a diverticular abscess given the presence of innumerable colonic diverticula. Surgical consultation is advised. In total this fluid collection measures approximately 2.6 x 2.8 cm. No remote foci of free intraperitoneal air is identified. An ulcerative neoplasm is not excluded but felt to be somewhat less likely. Nonemergent colonoscopy may be considered to exclude underlying pathology. Heterogeneous low-density within the endometrial canal which could be the result of previous instrumentation but the most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number added. Medical history , lab data , concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 678815) for female sterilisation. The patient had a medical history of endometriosis, menses irregular, diverticulitis, anxiety, colonoscopy, bloating, nicotine dependence, spontaneous abortion, parity 3, multi gravida, abnormal uterine bleeding, ectopic pregnancy, hypothyroidism and mood disorder. The patient had a family history of breast cancer. Concurrent conditions were listed as menses irregular, adenomyosis and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3877 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic posterior repair transversus abdominis plane block). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in the insertion date and removal date. According to the legal complaint, the insertion date was (B)(6) 2010 and according to medical records, it was (B)(6) 2009. According to the legal complaint, the removal date was (B)(6) 2020 and according to medical records, it was (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2020: findings: the lung bases are clear. No free air seen beneath the bilateral hemidiaphragms. A nonspecific bowel gas pattern is noted. No definite pathologic calcifications are seen involving the genitourinary tract. No definite acute osseous abnormality is seen. Metallic bilateral fallopian tube occlusion devices are present. Degenerative changes and scoliotic deformity are present. Impression: nonspecific bowel gas pattern, with no free air seen beneath the bilateral hemidiaphragms [computerised tomogram pelvis] on (B)(6) 2020: no definite overall change in the size of a pericolonic abscess abutting the superior margin of the sigmoid colon with adjacent phlegmonous change although differences in slice selection and the lack of intravenous contrast makes comparison somewhat difficult. The differential diagnosis would include both diverticular abscess and ulcerative neoplasm although diverticular abscess is felt to be more likely and an intramural component of this abscess is not excluded; (date unknown): pericolonic abscess with adjacent fat stranding abutting the superior wall of the sigmoid colon where there is irregular wall thickening. This likely represents a diverticular abscess given the presence of innumerable colonic diverticula. Surgical consultation is advised. In total this fluid collection measures approximately 2.6 x 2.8 cm. No remote foci of free intraperitoneal air is identified. An ulcerative neoplasm is not excluded but felt to be somewhat less likely. Nonemergent colonoscopy may be considered to exclude underlying pathology. Heterogeneous low-density within the endometrial canal which could be the result of previous instrumentation. Lot number: 678815. Manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.